Manufacturer narrative:
Root cause: brittleness of tubing material corrective actions: increase level of plasticiser (eva); modification to mold tool to remove any sharp edges; increased qa/operator inspection.

Event description:
Anesthesia provider performed leak-test on a paediatric flexi-lock parallel circuit 96" with y-piece luer elbow mini bv filter 1l res bag prior to induction of anesthesia on a pediatric patient. When the anesthesia provider attempted to ventilate the patient, a leak in the circuit was apparent. The patient was then ventilated with an ambu-bag and the circuit was changed. Upon inspection of the original circuit, a crack in the tubing was found.